Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a rash under one of the therapy electrodes on his back. The rash was reported to have small itchy red bumps. During a follow up the patient reported that he contacted his doctor who instructed the patient to treat the irritation with over the counter drugs. There was no alleged device malfunction.